Manufacturer narrative:
The device was returned deployed. The device data generated an 0x29 hazard alarm. Inspection of the fluid path components found that the soft cannula was torn. This tear diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred. The adhesive pad was not returned with the device, inspection of the housing welds and the bottom housing found no damages or defects that would result in skin irritation.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the site had redness due to adhesive. As treatment, the patients father tried to do bolus but did not work so they did a manual injection then changed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.